Event description:
It was reported to boston scientific corporation, that during an unknown procedure, a uromax ultra dilatation balloon was used to dilate the ureter. Following the successful dilation of the ureter, the balloon burst. The procedure was completed with this device because the dilation was successful and the balloon was removed with no patient complications. The patient condition was reported as "no problem for the patient".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed.